Event description:
A dealer states one of the legs on base got bent with wheel approx 6 inches off ground. Son was using to lift mother and as legs were spread open, the lift tipped over and end user fell to ground. She was sore, but no medical intervention was needed. A call was placed to the reporter. The lift has been removed and not replaced. Any further information received will be provided in a supplemental report.